Event description:
Per nurse, the 8-port manifold was infusing mycophenolate (hazardous drug) when another of the manifold ports with used tubing for ganciclovir (also hazardous) disconnected below needle-less connector. This is the same defect that has been previously reported. This caused a hazardous medication spill of mycophenolate ~100 ml. We are unable to provide a specific lot number for this defective manifold since it was already in use. 8-port manifold lots currently stocked on the ICU are: 13833492, 13867665. We did not sequester the set per material services request as it was infusing hazardous medications. There was also precipitation observed down the IV tubing, which was caught before it reached patient. It is unclear whether this was due to the manifold defect however, mycophenolate and ganciclovir are not compatible.